Event description:
A patient had an abnormality of the sphenoid sinus noted on a CT and an MRI. The patient had a history of leimyosarcoma of the retroperitoneum. The mass was biopsied using a transseptal approach. During the procedure a 3 mm transphenoidal curette was used. The tip broke off of the curette and the operating surgeon was unable to locate it. A c-arm was brought in, but following the x-ray the tip was found on the drape. The x-ray showed nothing was inside the patient. The patient was determined to be uninjured.